Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a temporary loss of dexcom g7 continuous glucose monitor (cgm) signal to the ilet, with the ilet displaying a message indicating pairing with the sensor; the user restarted the pump per guidance and glucose readings subsequently returned and were in range. No adverse clinical symptoms reported. Outcomes included restoration of cgm data to the ilet with glucose readings within target and no clinical intervention. User support included troubleshooting via device restart and verification of alerts on the ilet. Investigation of this case revealed transient communication disruption between the cgm and the ilet that resolved after a pump restart, consistent with intermittent connectivity behavior. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient cgm-to-pump communication interruption.